Event description:
After going through the decontamination process, it was noticed that one of the instruments was damaged. This item is a screwdriver for the multiloc humeral nail set. This screwdriver has an insert that goes into the screwdriver and this insert has a cap and that cap has come off and will not stay on. It is unknown when the damage occurred. There was n patient involvement. There was no significant delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the end cap is detached from the locking core shaft due to the weld is broken. All parts were returned for inspection. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the scrdriver f/multiloc scr ø4.5 w/selfhold would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed. Device history lot part: 3.019.025-us lot: 808p443 manufacturing site: hägendorf release to warehouse date: 25 august 2022 a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.